Event description:
It was reported that an ipg became inoperable during a surgical procedure on (B)(6) 2023 despite setting the ipg to surgery mode. A new ipg was implanted instead to address the issue.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of the implant procedure. It was reported that during the implant procedure, even though the device was put into surgery mode, the surgeon used a bovie tool.